Manufacturer narrative:
(B)(4). G2: foreign : india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during rotator cuff repair, the doctor tried to deploy the lateral row anchor, but the anchor fractured and was pulled out. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Complaint sample was evaluated, and the reported event was confirmed. Visual inspection of the returned device found that the anchor is fractured, and all pieces returned, the inserter tip is bent they both are stained. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.